Event description:
The manufacturer received information alleging the screen turned completely read and a ventilator inoperative condition was displayed on the device. A representative confirmed "that the device was removed from the patient and manual ventilation was being performed. The device was replaced with another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The system error log was reviewed, and the issue was confirmed. The device's software was upgraded to address the issue. Additional findings not related to the malfunction/issue was a smell that was coming from the following parts: blower assembly, flow sensor, and muffler assembly. These parts were replaced on the device. The silver frame around the sound silence button was missing, and the vanity cover assembly was replaced to address this issue. The following part was proactively replaced on the device: air inlet foam and particulate filters. After all the parts were replaced on the device, a final and run-in tests were performed on the device, along with the battery and valve checks. The device is operational, and it was cleaned.